Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was peeled/delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was downloaded. Functional testing was performed, and the customer problem was not duplicated. The dso seal was replaced.

Event description:
It was reported that the pump beeped occlusion. It is unknown if there was patient involvement. No patient harm/adverse event was reported.